Event description:
During a lung procedure, it was reported the device locked on the lung tissue and would not release. A second stapler was used to cut the device out of the lung tissue and removed the device and tissue.